Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the case, the device caught on fire like a birthday candle, but it went out on its own after 3 seconds. Another pencil was used and completed the procedure. There was no patient injury. Photos submitted showing that electrode had burnt.

Manufacturer narrative:
Evaluation summary: one device electrode was received for evaluation. The returned products met specification as received. Visual inspection of the electrode found the coating to have partially worn away and the tip of the electrode to be charred. Visual inspection found part of the coating to have worn away and the electrode to be charred. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defective product. The electrode showed no on sign of heat damage. The electrode was attached to a pencil and activated at 60w. No flame or abnormal effects was noted. The investigation found the device to function normally. The instructions for use(IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.